Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer passed away in a parking lot after a doctor's appointment. The cause of death was complications from diabetes. The caller stated that the customer had lupus and diabetes related issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The next of kin was calling back after receiving a safety notification, but stated they had already returned the pump.